Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provided additional information in h.6 and h.10 and corrected information in b.5. Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data files did not find a conclusive cause for the higher-than-expected wbc content reported in these rbc units. No unusual process variable was identified and the signals in the run data files indicate that the trima accel systems operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in these rbc products may be donor-related. You may consider counting these donors' next few donations for wbcs to verify that the failures are not donor-related. If no donor specific leukoreduction failure trend is observed, return to your normal processes. Additionally, it also cannot be ruled out that the rbc filter itself may have contributed to the leukoreduction failure.